Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following information was available through good faith effort attempts at the time of the initial submission: the customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there was abnormalities in the accessories used for reprocessing, however did not provide a description of the abnormality. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, curved pipe deformed, flexible tube of the insertion section crushed, wrinkles in the insertion tube, foreign object inside nozzle, scratches found on the tip cover, adhesive part of the objective lens has come off due to handling, scratches found on switch 1, liquid leakage to the scope connector, scratches found on the scope connector, scratches found on the operation part, scratches are found on switch 2 and 4, scratches are found on the switch box, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches are found on the operation part side oredome, scratches on the scope connector side of the universal cord, scratches on the scope connector cover, and scratches on the right/left angle fixing knob due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope, have a down angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.